Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"The surgeon reported via the sales rep that the units have jammed and stuck together. The sales rep further reported that the surgeon used a smaller drill to complete the surgery. It is further reported that there was no adverse consequences."